Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces.

Event description:
On 12/14/2021, it was reported by sales representative via email that the punch handle, from an ar-1665bcsl swivelock implant system, spun and wouldn't pull out from bone after surgeon tapped it with a mallet to create bone hole. This was discovered during a procedure. Surgeon had to use pliers and mallet the punch out. After receiving additional information on 12/15/2021, sales representative has confirm that this occurred during a biceps tenodesis procedure. Nothing broke inside the patient and procedure was completed successfully without further issues.